Event description:
The ge oec 9900 fluoroscopy system would lock-up during procedures. It was also reported that the system had lines on the left (live) monitor.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the isolation transformer to be set too low. The isolation transformer was re-strapped to reflect the proper input voltage from the facility. Additionally, the nodes were flashed and reloaded. All pcbs were checked for proper seating. The system was tested and found to be functioning as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.